Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician had to do emergency procedure in order to detach the delivery from the capsule.